Event description:
According to the info received, an end user's father reported via email that his daughter attempted to use one of the catheters, and after attempted insertion, felt like she was scratched. She withdrew the catheter and found the "handle" was on the wrong end of the catheter, leaving the sharp end of the catheter on the insertion end. The urethra felt scratched. When they find catheters that are not perforated, she cannot drain her bladder. They were concerned that the catheter could have done some damage to her urethra upon insertion. Because she does have some sensation, she felt discomfort. They have previously found un-perforated catheters, so they asked her to watch out for problem catheters. Their daughter uses them minimum 4 times per day (sterile catheter each use) and inspects prior to use; however, they are concerned that such catheters could cause injury.

Manufacturer narrative:
The return of the device has been requested, but it does not appear to be available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.